Event description:
The product was used during an unspecified procedure. Reportedly, the instrument did not fire. The hospital has reported no patient injury occurred.

Manufacturer narrative:
4/3/1998-supplemental report #1 submitted to FDA.